Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic cystoscopy and total vaginal hysterectomy.

Manufacturer narrative:
Date sent to FDA: 5/14/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided. (B)(4).